Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the device fractured off and was not returned. The device was bent and the cutting edges were heavily damaged just below the fracture site. The device was manufactured in 2018 and exhibits signs of use. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the drill tip broke inside the patient. A delay of 0 to 30 minutes reported. No patient injuries reported. An s&n backup was available.